Event description:
It was reported that while using the device off-label as an external pacemaker, the device was interrogated and displayed and error code. It was recommended that the device be interrogated with another programmer. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).